Manufacturer narrative:
Results: the ruby coil stretch resistant wire (sr wire) was fractured and the coil was unraveled. The proximal constraint was fractured from the embolization coil and was not returned for evaluation. Coagulated blood was found present throughout the embolization coil. The ruby embolization coil was detached from its pusher assembly and the pusher assembly was not returned for evaluation. Therefore, the ruby coil could not be functionally tested. Conclusions: evaluation of the returned ruby coil revealed a fractured sr wire. The proximal constraint was fractured from the embolization coil. After a coil takes shape within the vessel, it may be difficult to retract, and resistance may be experienced. If the device is forcefully retracted against resistance, damage such as a fractured sr wire may occur. Further evaluation revealed an unraveled embolization coil. If a device with a fractured sr wire is further manipulated, this may cause the embolization coil to unravel. Further evaluation revealed blood coagulated on the embolization coil. If blood coagulated on the device, this may have contributed to resistance while retracting the device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil into a non-penumbra microcatheter, the physician experienced resistance as the coil started to form in the vessel, subsequently; the ruby coil unintentionally detached. Therefore, the physician used a snare device to removed the entire detached ruby coil. The procedure was completed using vascular plug. There was no report of an adverse effect to the patient.